Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the adhesive part of the objective lens was peeled off. In addition, insufficient bending angle due to elongation of the angle wire was found. Furthermore, scratches on the curved rubber, video connector, operation part, grip, nigiri cover, lg cover, and lg connector were observed due to external factors. Furthermore, the curved rubber adhesive was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that an e104 anti-fog function failure occurred with the endoeye flex deflectable videoscope. During a standard service inspection of the customer returned device, adhesive part of the objective lens peeling off was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 17-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. The event of peeling and chipping most likely occurred due to impact such as dropping, repeated excessive wiping of the outer surface of the tip, and chemical deterioration due to chemicals. Olympus will continue to monitor field performance for this device.